Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-18703, 1627487-2021-18705, 1627487-2021-18707. It was reported that the patient experienced ineffective therapy. The patient's right l2 lead migrated and the left l1 lead fractured. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced, which addressed the issue. Therapy was restored post-operatively, reportedly. It is unknown which leads are related to the issue. Therefore all the leads are being reported.